Manufacturer narrative:
This report is being supplemented to provide additional information:

Event description:
The customer reported to olympus, there was a purple image on the endoeye high definition ii and the procedure was prolonged for an unspecified amount of time while the patient was under general anesthesia. There was no damage to the patient and they are doing well. The intended procedure was successfully completed. No patient harm was reported.

Manufacturer narrative:
H9 correction and removal number: 3011050570-10/24/2023-001-r. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective charged coupled device unit. The following causes could be prioritized for the failure ¿green image¿ : unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve". Unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined. Pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, autoclavable displayed a purple image. The issue was found during an unknown procedure. There were no reports of patient harm.